Manufacturer narrative:
The reported complaint that "the autopulse platform sn (B)(4) did not power on" was confirmed during functional testing. The root cause of the reported complaint was the damaged/bent battery connector cable, attributed to user mishandling. Most likely the user forcefully inserted a battery, with the protective plastic cap still in place, into the platform's battery compartment. Upon visual inspection, no physical damage was observed on the returned autopulse platform. A review of the autopulse platform archive was performed and showed no significant discrepancies or error messages on/around the customer's reported event date. During functional testing, the autopulse platform failed to power up due to the damaged/bent battery connector cable, confirming the reported complaint. The battery connector cable assembly was replaced to remedy the fault. The autopulse platform subsequently passed a 15-minute functional test with the large resuscitation testing fixture (lrtf), equivalent to a 250-pound patient. Upon customer's approval for service completion, the platform will be subjected to final functional testing to ensure that the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(4).

Event description:
During a shift check, the autopulse platform sn (B)(4) did not power on. The customer tried multiple known-good batteries, but the issue persisted. No patient involvement.